Event description:
It was reported that occlusion alarms occurred. Blood glucose level did not exceed 500 mg/dl and cgm did not read ¿high,¿ so there was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin use.